Event description:
Hi, I have been using the rio 60 second face lift facial toner, by rio, and it may have caused fat atrophy in my face. I did some research and I found that the device has not been FDA approved yet it is being sold in (B)(4) well known stores. Why hasn't the product been FDA approved and is it safe to use. Thanks. MFR name: (B)(4).